Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the health care professional (hcp) noted a message about possible device failure from this cardiac resynchronization therapy defibrillator (crt-d) device. Also, the patient was in atrial fibrillation (af) which appeared to be functioning as programmed. Boston scientific technical services (ts) also discussed possibility of electrocardiogram machine getting confused by bi-ventricular triggered paces or not seeing the pacing spikes. There was no further information provided. The device remains in service. No adverse patient effects reported.